Event description:
Patient reported they were starting infusion when freedom pump spring broke off and syringe fell out. She tried to restart infusion, but syringe will no longer fit in the pump correctly. Counseled patient on infusing manually, but pt didn't want to push that amount for a longer time. In addition to this, patient refrigerated the syringe after it had been at room temp; counseled on storage of hizentra and this can no longer be used. No adverse event due to malfunctioned pump, pump is available for replacement/investigation. Patient was not able to carry out infusion but does have medication on hand when new pump being sent arrives. Serial number for malfunctioning pump is: (B)(6). Reported to (B)(6) by: patient/caregiver.